Manufacturer narrative:
(B)(4). It should be noted that table 1. Of the gore® dryseal flex introducer sheath instructions for use shows that the nominal outer diameter of a 22fr gore® dryseal flex introducer sheath is 8.2mm. The ruptured right external iliac artery in this case measured a reported 7.2mm - 7.4mm in diameter.

Event description:
On (B)(6) 2021, a patient underwent endovascular treatment of a descending thoracic aortic aneurysm with a 22fr gore® dryseal flex introducer sheath used as an accessory during the procedure. According to the report, some resistance was felt when the sheath was inserted and advanced through the right femoral artery. However, the sheath was reportedly inserted with added force and the procedure was continued. After the stent graft was placed, the sheath was removed. A final procedural angiograph reportedly revealed a rupture of the right external iliac artery. There was no reported hypotension or other hemodynamic impairment, and the rupture was limited. A gore® viabahn® vbx balloon expandable endoprosthesis with heparin bioactive surface was placed in the right external iliac artery to treat the rupture. The procedure was completed without any further reported complications, and the patient tolerated the procedure. The ruptured access vessel measured a reported 7.2mm - 7.4mm in diameter. No calcification, tortuosity, or other anatomic issues were noted.